Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a seal plate and a jaw failure. Functionally, the damage to the device's seal plate and overmold is consistent with the user inserting or extracting the device jaw from a trocar instrument. It was reported that the insulation of the device was damaged, and the device broke during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device activated an alarm. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and with draw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to activate and had a seal issue. No end tones were heard. There was regrasp alert and evidence of energy delivery. When the surgeon grasped the infundibular pelvic ligament at the start of the operation (the first activation) and activated the device, it started to seal, but then the alert tone was heard. The surgeon tried multiple times, and could not get the device to reach the end tone. The handpiece distal tip was broken and a piece of the jaw had peeled off the device. Nothing fell in the cavity and no components fell off, only a part of the jaw had peeled up a bit. There was no patient injury. Photo showed a broken jaw.